Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. The reported power and flow elevations were confirmed based on the evaluation of the submitted log file; however, the cause for the observed power and flow elevations could not be conclusively determined. The patient remains ongoing on vad support with no further reported issues. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced report of the pump exchange on (B)(6) 2016 due to suspected pump thrombus is covered under medwatch MFR# 2916596-2016-01769. (B)(4). Approximate age of device ¿ 21 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the customer submitted log files for review due to elevated pump powers with associated elevated lvad flow estimation values. There were no reported alarms for the event and the patient was asymptomatic. It was previously reported that on (B)(6) 2016, the patient underwent a pump exchange where visible thrombus was reportedly present inside the pump. Log file analysis completed by the manufacturer's technical services representative revealed erratic elevated powers throughout the log, most of which were associated with pi events. Further information was requested but not provided.